Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact and no physical damaged was found on the device. Functional testing was not able to duplicate the reported issue. However during review of the log, it confirmed that a record of power on/off being repeated for a short period of time on april 13, 2022, and a record of a "high pressure" alarm occurring immediately after power on april 14, 2022. For the high pressure alarm, possible cause could be a malfunction of the downstream sensor. Or possibly an alarm was sounded when the cassette was almost disconnected by the pump log. As a preventative, the downstream sensor was replaced and upstream sensor re-calibrated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that cadd legacy plus pump alarmed during testing. No patient injury reported.